Event description:
The customer observed a non-reproducible, higher than expected vitros troponin I es result from a single patient sample tested with vitros tropi es reagent on a vitros eciq instrument. Vitros tropi es result: 0.101 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported from the laboratory and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained from a single patient sample tested with vitros tropi es reagent on a vitros eciq instrument. The most likely assignable cause is an unexpected instrument performance. Service actions returned the system to its expected performance. The possibility that inappropriate pre-analytical sample preparation or a transient reagent issue had contributed to the event could not be ruled out.